Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: review of the black box data revealed records of power on reset after call service alarms (0524/052). The returned battery cap was without damage and able to secure properly to the pump to complete investigation. On investigation, the pump powered on normally and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and there was corrosion was noted inside the battery compartment.